Event description:
During angioplasty of the right common iliac artery, a 9mm balloon catheter was placed through a 6 french sheath to the stenotic segment involving the right common iliac artery. During dilitation, rupturing of the balloon was noticed. While attempting to remove the ruptured balloon the distal portion of the catheter and approximately half of the balloon material detached fromt he catheter remaining over the j-wire. The catheter tip was pulled to the groin site ussing a snare catheter. It was unable to be extracted from the puncture site. A surgeon was consulted and the patient was taken to the operating room for removaldevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.